Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed-up over-the-phone and confirmed that the customer had resolved the issue. The customer reported that the sample needle assembly tubing was getting caught on the assembly itself. No further action was required by the fse. The aia-360 was functioning as intended. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, states the following: if an error occurs, the device stops and the message shown below is displayed. If an error message is displayed during an assay, you may not be able to continue the assay. 4029 spec.t-axis home not found description: the home position of the specimen 0-axis motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to the sample needle assembly tubing needing to be re-routed.

Event description:
On (B)(6) 2018, a customer reported getting 4029 spec.t-axis home not found error message with the aia-360 instrument. The customer reported that the sample needle assembly did not appear bent. The customer stated that the sample needle assembly would go back and forth and the error persisted. The customer requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.